Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a critical pump error. The blood glucose level was unknown. It was reported that insulin pump had an alarm and on the display there was a picture of the insulin pump with a red cross through it and a message to refer to manual. The troubleshooting was not performed. The a alarm shows the letter a followed by two numbers. A alarms cause all insulin delivery to stop until the alarm was cleared. The insulin pump will not be returned for analysis.